Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 259 mg/dl. The customer had been experiencing high blood glucose for three days prior to the event. It was reported that the customer was in a children's asylum due to psychological issues, and the customer's doctor believes that the employees at the asylum made a mistake when calculating the customer's meal insulin. Nothing further was reported.